Event description:
It was reported that during a laparoscopy the device was not cauterizing the tissue, and there was no pt injury. The device was returned with the jaws stuck closed.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws locked shut. The jaws were in alignment and the blade was fully retracted. Upon eval, the main handle was unable to unlock the jaws. The blade was able to actuate and release freely. Electrical testing could not be performed due to the condition of the returned device. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.